Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 her adc blood glucose meter was not turning on with the button or test strip. As a result the customer was unable to test, and at 9 pm decided to "guess at" the dosage of her insulin (10 mg e500 humalog). At 11:30 pm customer went to the hospital emergency room, where her blood was tested with a reported result of 700 mg/dl. Customer was diagnosed with hyperglycemia and admitted to the hospital. She reported treatment with humalog insulin every 2-3 hours (10-15 mg). Customer also stated she was given "4 bags of IV sodium chloride", in addition to antibiotics "for her kidneys" (customer stated she has infection that causes her blood sugar to go up), and pain medication for neuropathy. Customer was discharged on (B)(6) 2016.